Event description:
Additional information was received from the patient. It was reported that the patient stated that they had just moved and had to re-establish care. Steps to resolve the issue were not yet done, the healthcare provider was informed the battery pack was laying on a nerve in their back and caused a lot of issues. Insurance wouldn't pay to reposition it. Patient stated that it cuts out when settings are changed, lays on a nerve, the battery moved around etc. The implanting hcp said they didn't know anything about the device and did not help patient either.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/urge incontinence and gastrointestinal/pelvic floor. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that they have nerve pain in their back where the implant is that shoots down their legs and into their big toe. Patient said that when this happens their big toes on the right side hurt so bad that they can't walk. This morning the upper part of the patient's leg had the nerve pain and their upper part went a little numb. The patient was redirected to their healthcare provider to further address the issue. Patient has tried all of the programs and has experienced this nerve pain on all of them, but some are better than others. Patient mentioned that they had to increase the stimulation last night because their "ic is horrific". Patient service specialist reviewed options for therapy adjustments. Patient will try program 2 and will follow up with the healthcare provider if the pain does not go away. Patient stated they are seeing hcp tomorrow. On (B)(6) 2024 additional information was received from the patient. They reported that they've had their device for 3-4 years and it felt like it moved up and down often. There were also times where they would feel the electrical current was cutting in and out while they were changing settings. It felt like it was halfway down their right butt cheek and it was causing a weird numbness and pain. Their last doctor told them that the original implanter had laid the battery again their sciatic nerve. They had tried to have it repositioned a couple of times, but insurance would not cover it. The patient refused to have it removed because they couldn't function with out it. Their interstitial cystitis was severe, so bad that they have to go in and have bladder distention performed and numbing done. They recently moved and didn't have insurance and they were hoping to get some help in how they could manage the pain until they can get insurance again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they just moved to kentucky from michigan and need to reestablish care once they have insurance again. No steps taken yet, patient stated they were just suffering as of now.